Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin would not come out of the tubing during manual prime. The customer¿s blood glucose was 360 mg/dl at the time of the incident. The customer has changed the infusion set twice but was unable to complete the prime/fill process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed 2.0 units fill with water filled reservoir. The water did exit the infusion set. No prime/fill anomaly was noted.